Event description:
According to the reporter, during a procedure, the end did not lock correctly so the device was not used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.